Event description:
It was reported that the patient received therapy for ventricular fibrillation (vf) from the subcutaneous implantable cardioverter defibrillator (s-ICD) and presented to the emergency room. Upon interrogation it was noted that the shocks converted the patient, however the shock impedance was high at 127 ohms. Review found that the patient had received two additional shocks two months earlier for vf. The first shock did not convert the patient and had an impedance of 103 ohms while the second shock converted the patient with an impedance measurement of 101 ohms. The patient did not follow up at that time an had not seen a physician for over a year. The physician initially planned to perform defibrillation threshold (dft) testing, however it was determined that the patient was pregnant so the s-ICD was programmed off and a life vest was placed on the patient. No additional adverse patient effects were reported. The s-ICD and electrode remain implanted in the patient.